Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred before sedation for an esophagogastroduodenoscopy procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.